Manufacturer narrative:
Multiple attempts were made to follow up with the customer for status/ discharge date, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose levels in the 600s mg/dl. Customer was treated via intravenous drip/fluids/ manual injections and bg levels lowered back down to the 200s mg/dl, but when customer was placed back on the pump bg levels rose again from 200 to 293 mg/dl. Elevated bg levels were addressed by delivering a bolus using the pump. Customer was also scheduled to be placed back on manual injection within 2 hours. Recommendation was made that the customer discuss bgs with a healthcare provider.